Event description:
It was reported that during a routine device changeout procedure, the ventricular setscrew could not be loosened despite using different torque wrenches. The device was explanted and replaced. The patient tolerated the procedure well and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.